Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-oct-2017 with the following findings: during investigation, there was no indication of loose internal components. The pump cover was opened and no components were found out of place. The original complaint of loose internal pump components (an alleged "rattling" noise in the pump) could not be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad to the case seal.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (loose internal component) issue. It was reported that the pump makes a "rattling" noise when shaken. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.